Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. Summary of investigational findings: investigation is solely based on description of event since no product was returned and no imaging provided. Given the limited information provided, it would be inappropriate to speculate on what may have led to the difficulties encountered when attempting to release the filter. It is noted, that the device was removed from the patient and a new device was used to complete the procedure. It is known from the literature that excessive back tension could result in deployment difficulties/failure when pressing the release button. The IFU addresses the issue through the statement "while keeping slight back tension on the introducer, push the release button completely to ensure proper release of the filter" and the warning "excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated." No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the filter would not release from hook. The device was removed from the patient and a new device was used to complete the procedure. Patient outcome: the patient didn't have any adverse effects due to this occurence.